Event description:
It was reported that patient presented via merlin.net transmission. The device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended.

Event description:
New information received indicated that another occurrence of post-paced t-wave oversensing was observed on a stored egm after previous programming changes were made. Additional programming changes were recommended.